Event description:
It was reported that stent damage occurred. Following pre-dilatation with a 2.5x20mm balloon catheter, a 2.75 x 38 synergy drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and the stent was damaged. No patient complications nor injuries were reported.